Event description:
Upon reassessment of the reported event, it was determined to be a duplicate of medwatch # mdr296580, report number 0009613350-2021-00557. Hence this report should be voided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be a duplicate of medwatch # mdr296580, report number 0009613350-2021-00557. Given the above information this medwatch will be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells; item# 00631005032, lot# 64147166, shell porous with holes 50 mm o.d. With calcicoat ceramic coating; item# 65620005020, lot# 61831579. Report source ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision procedure of the right hip due to dislocation, approximately three years post implantation. The liner and head were replaced. Attempts have been made and no further information is available.